Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the reported peritonitis and the liberty select cycler or cycler set. Additionally, there is no allegation of a fluid leak in the cycler set or a malfunction of the device reported for this event. Per the pdrn, there could have been a couple of situations in which contamination could have occurred due to breach in aseptic technique. The pd effluent culture was negative resulting in no determination of a causal agent. Based on the available information the cause of the peritonitis event cannot be confirmed, therefore, the liberty select cycler and cycler set cannot be excluded as causing or contributing to the adverse event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was being treated for peritonitis. Upon follow-up with the pdrn, it was reported the patient went to the hospital on (B)(6) 2019 and diagnosed with peritonitis (unknown signs/symptoms). The patient was admitted and started on antibiotic therapy with ceftaz and vancomycin (route, dose, frequency and duration unknown). The patient¿s pd effluent culture was negative for growth. The ceftaz was discontinued. The patient was discharged (B)(6) 2019 and continues treatment with vancomycin. The patient continues pd therapy on the liberty select cycler with no reported issues. Prior to the diagnosis of peritonitis, the patient was found unresponsive in their apartment. The patient was not completing pd therapy at the time. It was during this time the pdrn stated that the patient¿s catheter cap could have come off during resuscitative efforts causing contamination. The pdrn also reported the patient is non-compliant with treatment and it is possible the patient did not follow proper aseptic technique.